Event description:
Repair request initiated for device with the report of not working properly. No patient impact reported. Repair escalated to product event on evaluation due to detached component.

Manufacturer narrative:
H3: product analysis: evaluation determined that stator is detached and the device was tested overheating, the maximum temperature was measured to be 115f. The likely cause was identified as due to motor worn. It was also noted that hi-pot test failed, device is stalling with ipc code 15, and device is not reaching proper speed. B3: date of notification: 2024-07-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.